Event description:
It was reported that the implant was ¿not working¿ for ¿a good year and a half.¿ it was noted that the patient had been taking pain medication. It was noted that there was a loss of therapeutic effect. The patient was wondering where they could see a manufacturer representative. It was reviewed that a doctor could usually contact a manufacturer representative if needed. The patient noted that they would call the doctor. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).